Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer was contacted and reported that as they did not have sensor to monitor glucose they became hypoglycemic. The customer required treatment of soda and glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 was updated as follows: h10 DHR data corrected to remove the freestyle libre sensor DHR investigation, only the freestyle libre sensor kit dhrs were reviewed for this investigation.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer was contacted and reported that as they did not have sensor to monitor glucose they became hypoglycemic. The customer required treatment of soda and glucose by spouse. There was no report of death or permanent injury associated with this event.